Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing an unknown liberty cycler with unknown fmc cassette and the patient event of peritonitis with transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler or cassette. Additionally, there is no allegation of a device malfunction or deficiency, or cassette defect reported for this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation or evidence of a malfunction, deficiency or defect the liberty cycler and cassette can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
During a customer survey it was asked why the patient discontinued on peritoneal dialysis (pd). The patient stated they experienced a serious infection. Additional information was provided by the hemodialysis registered nurse (hdrn). The patient was diagnosed with peritonitis in (B)(6) 2021 (date unknown). The peritonitis did not clear, and it was determined that the pd catheter (not a fresenius product) had to be pulled. The patient could not have another pd catheter placed (reason unknown) resulting in placement of a vascular access for hemodialysis. No additional information pertaining to the peritonitis was available. No culture results or cause of the peritonitis was found in the patient record. The hdrn stated this patient was known to be non-compliant while on pd therapy. Additionally, the patient was often sick due to complications from controlling diabetes.

Event description:
During a customer survey it was asked why the patient discontinued on peritoneal dialysis (pd). The patient stated they experienced a serious infection. Additional information was provided by the hemodialysis registered nurse (hdrn). The patient was diagnosed with peritonitis in (B)(6) 2021 (date unknown). The peritonitis did not clear, and it was determined that the pd catheter (not a fresenius product) had to be pulled. The patient could not have another pd catheter placed (reason unknown) resulting in placement of a vascular access for hemodialysis. No additional information pertaining to the peritonitis was available. No culture results or cause of the peritonitis was found in the patient record. The hdrn stated this patient was known to be non-compliant while on pd therapy. Additionally, the patient was often sick due to complications from controlling diabetes.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.